Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. Analysis revealed the ventricular set screw was stripped. This prevented full engagement with the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related MFR report number: 2017865-2023-35935. It was reported that a patient presented to clinic with cardiac perforation by the right ventricular (rv) lead. During the procedure, the rv lead was unable to be removed from the header of the implantable cardioverter defibrillator (ICD); the physician suspects stripped set screw. The physician elected to explant both the rv lead and ICD. The patient was recovering following the procedure.